Event description:
It was reported that the insulation on the nim needle peeled back in conjunction with the tip of the cannula breaking. The tip remained in the pt. No other pt complications noted.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.